Event description:
It was reported that the user experienced sustained high glucose readings for approximately three to four hours, with on-device alerts for prolonged hyperglycemia and suspected infusion site absorption issues; the user was using a steel 6 mm infusion set and was guided to replace the cartridge, tubing, and infusion set, after which insulin delivery was resumed and glucose began trending down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or assistance required. Investigation included troubleshooting with education on site management and full infusion system replacement steps. Investigation of this case revealed that the cause of hyperglycemia was unclear, with possible contribution from infusion site scarring or occlusion. It was concluded that the event was non-serious and resolved after infusion system replacement and continued monitoring.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.